Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during system implantation, the guidewire could not be retracted once the device was placed. The lumen was not completely patent. The lead was taken out and replaced. No adverse consequences were detected.